Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that one of his batteries will not charge. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, it was discovered that the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery. The pt received a replacement battery.